Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: at the time of failure the device had an approximate field age of seven years. Additionally the surgical technique used is unk. With the information provided an exact cause of failure cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported the trial got stuck approximately 1cm from seating. The surgeon tried to remove the trial with the slap hammer for almost one hour with no success. He then decided to make a 1-2 inch cut in the proximal humerus to relieve the hoop stress. After 20 more minutes using the slap hammer the trial came out.